Event description:
It was initially reported that after the transcarotid artery revascularization (tcar) procedure, the patient experienced a transient ischemic attack (tia) with facial droop and slurred speech. Additional information obtained clarified that the duration of symptoms from their initial onset was less than 48 hours, and the symptoms subsequently resolved. Magnetic resonance imaging (MRI) revealed obstruction at the distal end of the stent. The source of the obstruction was unable to be determined. Intervention was performed to balloon the stent transfemorally. The patient was reported to be stable after the procedure.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The cause of the post-operative complication is unknown. Investigation is ongoing and results are not yet available. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Manufacturer narrative:
A follow-up MDR is being submitted to reflect the additional information obtained on march 11, 2022. A review of manufacturing records for this device was completed, and no issues were identified that could have led to the adverse event reported. The product associated with this complaint was not returned to the manufacturer for analysis. There is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.